Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and fecal incontinence. It was reported that the patient had never felt stimulation. The patient was changed to program 1 and still did not feel stimulation at 11.3 when it reached the maximum setting. The patient was concerned the lead may have moved because they didn¿t feel stimulation and didn¿t feel like the therapy was working for them. It was noted that the trial began on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that there was not a confirmed lead migration and the cause of the lack of stimulation was unknown. It was reported that the actions taken to resolve the lead movement and lack of stimulation were that the system was removed on (B)(6) 2018. No further complications were reported.